Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5, d10, g2 and h6 (component code must be changed to imager) additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "the image is blank when the scope is plugged in" malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The costumer also noted that the system had to be rebooted multiple times, delaying the colonoscopy/endoscopy procedure. There was no patient harm reported.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center encountered an issue whereby plugging in the scope results in a blank image. The issue occurred during a diagnostic and therapeutic colonoscopy procedure that was completed using a same set of equipment. There were no reports of patient harm.